Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicated that the pacemaker persisted in bvvi mode during the implant procedure. The device was not used and was replaced with a new pacemaker.

Event description:
New information indicated that the pacemaker had been reset to resolve bvvi mode in 2025. However, it was found to be in bvvi mode during the implant procedure.

Event description:
It was reported that the pacemaker had been found in bvvi mode prior to the implant procedure. There was no patient involvement.